Event description:
(B)(4). My experience after essure procedure was excruciating pain and pressure, bloating, itching and burning in pelvic region, heavy bleeding and blood clots, metallic taste in my mouth, high fevers, nausea, no appetite, muscle weakness, aching pain in most of my joints, fatigue, abnormal hair loss, dental problems of loss of teeth from cracking and chipping of the enamel as I had perfect teeth until essure implants, endometriosis, adhesions on reproductive organs, adhesions on bowel and bladder, nerves to bowel and bladder damaged permanently from removing adhesions, adhesions on abdominal wall, severe scar tissue from total abdominal hysterectomy as I was cut from one end of my waist to the other end forced removal of my reproductive organs at the age of (B)(6) because essure metals almost killed me from deadly infections from metal allergy to nickel, stainless steel and silver metals etc.., multi ovarian cysts on both ovaries, chronic cervicitis, nabothian cysts-cervix, adenomyosis, autoimmune disorders, (B)(6) infections from stainless steel allergy, several ER visits from (B)(6) infections life threatening and infectious, rheumatoid arthritis, irritable bowel syndrome, bladder damage, memory fog, chronic fatigue syndrome, chronic pain syndrome, psoriasis, chronic migraines, mood swings, visions changed, neuralgia of shoulders, arms, and hands nerves, neuralgia of hips, legs, knees and feet nerves, weight gain, utis, severe pain with intercourse, insomniac, gerd, breaking out in hives and welts still, itching and burning with pain from severe damage from scar tissue incisions from other surgeries in attempt to remove essure metal coils because of the excruciating pain I was constantly in with any movements involving walking, sitting, laying, doctor said in laparoscopic surgery, they appeared to be in the right place, so left them in causing more infections and inflammation and excruciating pain with burning and itching continually became unbearable!! Multiple surgeries 2nd and 3rd opinion specialists I've seen have required me to have surgery in an attempt to repair organs from damages of essure metal implants. I had no health issues until essure toxic metal coil implants!!! Please recall and revoke PMA of conceptus/bayer's essure birth control toxic metal coil implants, so no other innocent victim is harmed by these highly risky and dangerous essures containing polymers, pet fibers and other toxic contents that gradually kills innocent patients, breakage of metals, migration of coils, perforation of organs caused from metal coils, not effective birth control causes ectopic pregnancies- high risk and dangerous, babies miscarried or born with lead contents and brain problems from essure implants, not a nonsurgical procedure as advertised! The vice president of bayer (B)(4) has admitted now that essure causes autoimmune disorders, causes ectopic pregnancies when it is highly effective in preventing pregnancy as advertised, and essure coils can migrate when they are advertised as safe and no side effects as advertised!! If I had known of the allergy to the metals as it is not just surgical titanium but consists of most of the metals I'm highly allergic too!! I would never have opted for conceptus /bayer's essure procedure but the tubal ligation instead but now I have been robbed of my health physically and mentally effected. My husband is effected mentally as he is helpless and has to watch me painfully deteriorate in my health severely compromised because of the essure procedure!! These severe debilitating side effects caused from essure implants have also robbed us of the simplest pleasures of enjoyment in everyday life and companionship in our marriage!! Again please recall toxic and deadly essure metal coil implants no more harming innocent women and infants with bayer's essure!

Event description:
(B)(4). I don't classify my side effects as a "handful" only!!!! Recall essure now FDA please!!! We are the clinical data you requested, enough is enough FDA!!!! No more experiments!! My civil rights have been violated and I and every victim criminally victimized want essure recalled now!!! Do the right thing FDA as you approved essure unknowledgeable by the fraudulent activity purposely by conceptus!!!